Manufacturer narrative:
On 1/30/2020, mentor became aware of the following additional information: the correct date of implantation of the suspect medical device was (B)(6)2019, the correct date of event was (B)(6)2019, and that the patient's race is white. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/6/2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during visual inspection of the device it was observed with no apparent damage. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction revision with a 700cc mentor memorygel breast implant, suffered right breast symmastia post-operatively. As a result, the patient underwent unilateral removal and replacement with a 595cc mentor memorygel breast implant on (B)(6) 2020.